Manufacturer narrative:
(B)(4). Updated sections: b4, d9, g3, g6, h2, h6((type of investigation, investigation findings and investigation conclusions),h11 the device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. The lot # 3000447535 history record review was completed. There are no existing ncmrs documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a

Manufacturer narrative:
Tw (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that while finishing an endoscopic vein harvesting procedure using the vasoview hemopro 2, the pa noticed that the c-ring was snapped in half. There were no procedural delays. No harm to patient and the case was finished so no new kit was opened or needed.